Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc then alarmed system error 2367 occurred, the tsr had the hp cycle the power again and alarms cleared. The tsr then informed the caregiver (cg) to start over with new supplies. Per the troubleshooting performed by the tsr, the cg reported the hp was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The hp would discontinue therapy for tonight and inform the registered nurse (rn) of alarm. The hc was operational. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated that they just ended therapy for the night, and continued in the morning by doing a short manual exchange. The hp stated that they checked everything, and they have no idea what caused the alarm. They stated they talked to their nurse about the alarm to figure out why it happened but there was no conclusion. The hp stated that they no longer have samples available and cannot recall the lot numbers. The hp stated overall therapy is going very well since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) the sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.